Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise reversion episodes and noise over-sensing with no significant pauses on the right ventricular (rv) lead. No patient symptoms or intervention was reported.